Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that while the patient was having a seizure, his wife noticed and immediately called 911. They didn't notice what was the cgm value that time. No cgm alert was mentioned. The emergency medical team (emts) came at the house and loaded the patient to the ambulance. The patient's wife could only recall giving IV fluid to the patient while he was loaded into the ambulance. There was no egv vs bg fs taken during the time. They arrived at the hospital by 12:30am (the next day on 11/07). A bg fs was taken and it showed 520 mg/dl vs "low"(egv) on the omnipod 5 insulin pump screen. The patient was given insulin via IV and was admitted in the ICU. Via IV, the patient was given keppra, insulin, magnesium, metoprolol, & sodium chloride. The patient had been lethargic up to the 2nd day in the ICU. His condition got better and was discharged 3 days after on (B)(6) 2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when the patient had a seizure. At the hospital, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.